Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient was in his car and appeared intoxicated. The police approached the patient, and he told the police that he had diabetes; and then the patient suddenly lost consciousness. The police called for an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was taken, which was 57 mg/dl while the patient¿s cgm was reading 81 mg/dl. Ems treated him with glucose gel. The patient recovered after treatment. The police also called the patient¿s mother to drive him home. Once home, the patient ate pizza. The patient could not recall any further event details as the event occurred over a year ago. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.